Event description:
It was reported that suture placement in the right common femoral vein was attempted with three prostyle devices at three different access holes using the pre-close technique via a 6f sheath hole prior to an ablation interventional procedure. The sutures of the three prostyle devices were successfully pre-placed in each hole. The sheath was upsized to a 9f sheath and the ablation procedure was completed. Reportedly post procedure, the top and bottom holes were closed successfully; however, upon knot advancement of the middle pre-placed suture, the suture broke. Manual compression was used to close the middle hole. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record of the reported lot could not be conducted because the lot number was not provided. Reportedly, only one prostyle device was used to close a puncture site greater than 8f. The preclose prostyle instructions for use (IFU), states: the perclose proglide smcr system is indicated for the percutaneous delivery of suture for closing the common femoral artery and vein access site of patients who have undergone diagnostic or interventional catherization procedures using 5f to 21f sheaths. For sheath sizes greater than 8f, at least two devices and the pre-close technique are required. In this case, it is unknown if the IFU deviation contributed to the reported difficulties the reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture pulled until it breaks, or tensioning angle is not being coaxial due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.